Event description:
The customer reported during the procedure, a small plastic piece fell from the handle of the device but did not fall into the pt cavity. The device then would no longer open. The site was unable to provide additional information as to how the device was removed from tissue. There was no pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.